Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause provided. The clinical review indicated that the initial photographs showed ur2 slightly discolored with an area of altered coloration on the lingual surface, consistent with the appearance of a possible endodontic access cavity, although this could not be confirmed. Ur2 was in a crossbite with lr2 and lr3 at the start of treatment. The patient completed 19 aligners in the initial series and 18 lower and 19 upper aligners in a refinement series, during which the crossbite was successfully corrected. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported disability or permanent damage. Based on the available information, the patient had disability or permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had the symptom of a fractured ur2 that required removal. No additional information available at this time.